Event description:
It was reported that a basal/bolus infusor had no flow during priming. The reporter stated that the tubing had an ¿air lock¿ causing the no flow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.